Event description:
This supplement report #1is being submitted to provide the root cause and actions taken.

Event description:
A customer in the us reported to agfa when using their dx-d 100 system the collimator fell off the system. The customer was completing an exam of a baby in an incubator. The system collimator fell and hit the plexiglass, and not the baby. Investigation is underway and a supplemental report will be provided. There has been no reported harm to patient or user during these events.